Manufacturer narrative:
The reported event could be confirmed, since the device was returned and it matches the alleged issue. The device inspection revealed the following: in the received screw, the threads in the shaft portion were found to be relatively in good condition with no evident damage. However, a couple of locking threads underneath the head were found to be damaged with severe material erosion. The drive of the screw showed normal signs of usage with no abnormality found. A functional test was performed by assembling the returned screw with a sample variax plate. Upon testing it could be confirmed that the screw were indeed not able to lock to the plate due to the obvious thread damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of deformation underneath the head of the screw and the fact that the rest of the threads of the screw were undamaged, indicate that the screw got inserted easily but was eventually rotated more than required, under application of high axial force. The IFU clearly instructs the user that: ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw breakage, and lead to loss of friction fit performance.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "three locking screws failed to lock during surgery for distal end of the left radius using variax dr. The locking screws did not lock onto the plate and spun without fastening. All three screws were replaced with new screws. After replacement, the plate could be locked using new screws."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "three locking screws failed to lock during surgery for distal end of the left radius using variax dr. The locking screws did not lock onto the plate and spun without fastening. All three screws were replaced with new screws. After replacement, the plate could be locked using new screws."